Event description:
This 34 year old female had previous placement of subglandular silicone implants for breast augmentation. The date and manufacturer of the implants is unknown to this reporting facility. The patient presented with a 6 month history of arthritis symptoms related to an immune system response and wished removal of the implants. Gross exam: both implants are grossly intact and show no evidence of leakagedevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.